Event description:
It was reported that pt had a "repair" (extension replacement) of the dbs system that occurred in 2009. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
.